Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-09959. It was reported that the patient's leads displayed high impedances leading to auto-reduction. In turn, reprogramming attempts were made but not successful. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-09959. Follow up revealed that the patient's leads were explanted and replaced through surgical intervention. Therapy was restored post-op.